Event description:
The customer reported the ventilator shut down while in use on a patient when the operator was unplugging it from a white ac receptacle to a red ac receptacle. The customer reported there was no patient harm. Upon evaluation, the manufacturer's field service engineer confirmed the reported problem. The service engineer reported the ventilator would not power on via ac, and the backup battery would only function for a brief time. The service engineer replaced the power supply and backup battery to address the reported problem. Extended self testing and performance verification testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.